Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a motor error alarm. The mother also reported receiving a no delivery alarm. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. It was found the alarms has been occurring for the past couple of weeks. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.